Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported.

Event description:
Healthcare professional reported injecting a patient in the lip lines and corners of the mouth with 1 cc of juvéderm vollure¿ xc. Four months later, the patient experienced ¿swelling and nodules¿ in the perioral region. Ten days later, the patient was treated with prednisone for 2 weeks. After 3 days, hylenex was given to the patient for the swelling, and more was given for the nodules 2 weeks later. The following day, the patient was given ¿adapine prednisone course.¿ the patient was concomitantly injected with ¿botox® glabella 25 units, lateral canthus 20 units.¿ the physician stated that "this is the first time in 30 years of injecting fillers I have seen this kind of delayed onset diffused swelling and then nodules greater than the amount of product injected". Symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information from healthcare professional indicated that "the patient needed an additional 2 sessions of hylenex injections, totaling 375 units." All symptoms have resolved.